Event description:
The customer contact reported that the device bar code reader did not identify the vial correctly. It was reported that during demonstration of the device during installation, the vial was loaded into the device. At this time the bar code reader correctly identified the morphine vial as 5 mg/ml, and the delivery was started. After an unspecified length of time, it was reported a new vial of morphine with a concentration of 1 mg/ml was loaded into the device to demonstrate the warning message that is displayed if the replacement vial has a different concentration. At that time there was no warning message received and the bar code reader identified the morphine concentration as 5 mg/ml instead of the expected 1 mg/ml. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.